Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this right ventricular lead, decreased r waves were noted resulting in undersensing. In addition, increased threshold measurements were obtained. An x-ray revealed this lead was dislodged. A revision procedure was performed. This lead was removed and replaced with a non-boston scientific lead. No adverse patient effects were reported.